Event description:
It was reported that a faradrive steerable sheath during insertion and aspiration presented visible micro bubbles. To solve the issue the device was replaced, and the procedure was completed without patient complications. The sheath is expected to be returned. It was further reported that flushing was performed with a pressure bag.

Manufacturer narrative:
Visual inspection revealed no abnormalities or defects. During leak testing, the device was observed to pass the positive pressure testing but failed to seal vacuum pressure. Removal of the handle cap to inspect the internal components found the flush lumen to be torn where the adhesive filet bonds the flush lumen to the valve hub of the sheath, resulting in a leak path for air to re-enter the sheath. Inspection of the hemostatic valves found no abnormalities.

Event description:
It was reported that a faradrive steerable sheath during insertion and aspiration presented visible micro bubbles. To solve the issue the device was replaced, and the procedure was completed without patient complications. The sheath is expected to be returned. It was further reported that flushing was performed with a pressure bag.

Event description:
It was reported that a faradrive steerable sheath during insertion and aspiration presented visible micro bubbles. To solve the issue the device was replaced, and the procedure was completed without patient complications. The sheath is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.